Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was fluid flow through a minicap transfer set with the twist clamp closed. This occur during use of the device for peritoneal dialysis (pd) therapy. The set was used for two (2) days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted a broken occluder feet on the main body. Functional testing including clear passage testing with no issues noted. Leak testing and clamp function testing failed due to a broken occluder feet allowing air to leak through the set. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.